Manufacturer narrative:
Wide spread corrosion damage within internal components was identified as the probable cause of the failure.

Event description:
The micro sagittal saw was sent for service and it overheated during performance testing. No adverse event was associated with the device.